Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed that the threads sheared off. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor threads sheared off in the implant when the doctor tried to reposition the cup. No patient consequences were reported. No further information has been made available.